Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient would be having her vns lead and generator replaced due to an unknown reason. An implant card was later received after replacement indicating that the reason for replacement was due to a lead discontinuity. The explanted lead and generator have been returned and are currently undergoing analysis. Attempts for further information are in progress. No adverse events have been reported.